Manufacturer narrative:
Qn#(B)(4). One (1) 45mm cannula from needle set 9079p-vc-005 was received. The stainless-steel cannula is heavily damaged from described attempts to remove it from the patient's bone. The cannula hub is intact. The stainless-steel cannula has been pulled or twisted out of the hub. A functional inspection could not be achieved with this sample due to the extreme damage. The device history review is not available for review in the us. A section of the IFU will be referenced as part of this investigation report. The IFU states, "attach the luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal. Do not rock or bend the catheter." The certificate of compliance could not be reviewed as the lot/serial was not provided. The complaint has been confirmed. The root cause has been assigned to operational context. However, how or why the cannula was so solidly fused into the patient bone cannot be determined with the information provided in the complaint description. Photos provided clearly reflect where the cannula was "pulled" out of the hub. While examining the yellow hub there were no visible signs that the detachment of the cannula was related to a manufacturing defect. The hub threads appear to be stressed, but not stripped. No further action required. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a patient had a 45 mm needle set in his proximal tibia and the team in the ICU attempted removal. When they tried to twist the ez-connect off, it was stuck to the luer lock portion of needle set hub and they could not separate it. They were therefore unable to attach the luer syringe to the catheter for proper removal technique. They grasped the plastic hub and twisted while pulling up and the plastic housing broke off completely leaving only the metal catheter, with a portion out of the patient's soft tissue. I gave the nurse direction on ideas for removal with medical-pliers and called him back after about 15 minutes. He was unable to remove yet and the area of the catheter where he had attempted to use the pliers just kept twisting as if it might break off. He called for an orthopedic consultation, which is now pending. The patient's condition is unknown at this time.